Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medicals mesh product. Plaintiff alleges she had mesh implanted for transvaginal procedure. Plaintiff alleges injuries as a result of the implantation. Since this is a legal matter, the case has been turned over to legal counsel and further info obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional info comes to its attention.

Manufacturer narrative:
A thorough investigation was not able to be performed as no product code, lot number, or sample was provided. A review of complaint was performed and there have not been any similar reports related to a device malfunction.